Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument pitch cables were broken at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction, of frayed strands, if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the fenestrated bipolar grasper instrument was unable to grab tissue. There was no allegation of any harm, injury, or adverse outcome to a patient.